Event description:
Boston scientific crm received information that this pacemaker was prophylactically explanted as it was included in an advisory population. A temporary pacemaker was implanted as a precautionary measure during the explant procedure as this patient is pacemaker dependent. The associated atrial lead was stuck in the device header and a bone cutter was utilized to remove the lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at boston scientific crm, we exposed the device to simulated heart load conditions, and then tested the pacing and sensing functions. At the returned programmed settings, the device operated normally with no interruptions in therapy output or programmed communication. A series of electrical tests were also performed, and again, normal device function was observed. A longevity calculation revealed an expected longevity of 70.8 months. This device was implanted for 86.4 months, thereby exceeding longevity expectations. Pre-decontamination visual inspection observed that the device was returned with the top back of the header cut off, which is consistent with event details. Microscopic visual inspection of the pacemaker header revealed a hole in the v+ and a- seal plugs. After thorough investigation of the returned device, no body fluid was found in the lead barrels, we did not find evidence of silicone bonding on the internal seal rings of the device header, and the setscrew mechanism operated appropriately.